Manufacturer narrative:
The reported leaflet tear was confirmed. The extent of the leaflet 2 tear could not be definitively determined, as the tissue of all three leaflets were previously resected. 4 photos were received from the field, prior to the removal of tissue, appearing to show the base of leaflet 2 torn from stent post 3. Fibrous pannus ingrowth was found on the inflow surface of leaflet 1. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined. The pannus on the inflow surface had the potential to contribute to increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2019, redo avr was completed and upon explant, the physician observed a tear in the leaflet. No further information has been made available.

Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2019, redo avr was completed and upon explant, the physician observed a tear in the leaflet. Additional information has been requested.